Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving an unspecified high sensor scan result and customer experienced symptoms of hypoglycemia and was unable to self-treat. The customer required third-party administration of fruit juice, sugar, and a little bit of bread for treatment. There was no report of death or permanent impairment associated with this event.